Event description:
During patient use, the customer reported that the autopulse platform sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown if there was any adverse effect on the patient. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell modules. The cracked front enclosure and failed load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure was replaced to remedy the problem. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. In addition, the archive showed the presence of the user advisory (ua) 19 (max applied load exceeded) error messages as a result of the failing load cells. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failure in both load cell modules. The load cell modules were replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).